Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The severely calcified target lesion was located in the left anterior descending artery (lad). The lesion was predilated with a quantum balloon and then a 2.25x16mm taxus liberte atom stent delivery system was advanced to the lad but was unable to cross the lesion. When the physician attempted to pull the sds back into the guide catheter the stent became dislodged. The sds was removed and then an apex balloon was advanced to the lesion and the physician was able to deploy the stent in the proximal lad. The procedure was successfully completed with no patient complications reported and the patient has been discharged from the hospital.

Manufacturer narrative:
(B)(4)device is combination product.device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)